Event description:
It was reported that during an infusion of versed, a spectrum pump was programmed to infuse a dose of 4 mg/hr at the rate of 4 ml/hr with the volume to be infused set at 31.4 ml and the volume given was 63.6. The nurse stated that 78 ml should have been infused leaving 22 ml in the 100 ml bag, but that the IV bag was empty. Details of injury or medical intervention were not provided and remain unk. The hospital continues to investigate the event.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval due to it being held at the hospital for at least 30 days. The event history log was incorrectly downloaded by the customer. Therefore, no conclusion could be drawn. Add'l attempts will be made to obtain the device from customer. The device will be evaluated should it be returned.